Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced fluid loss. Upon revision, breaks were found in both the cylinder and the tubing at the pump. Consequently, the existing ipp was removed. No patient complications were reported.